Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures, however, an internal short between conductors was noted due to procedural damage to the inner insulation. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead resulting in the patient experiencing syncope. The device was reprogrammed. Later the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.